Manufacturer narrative:
The customer contacted siemens customer care center. The customer reported the adjustments and quality control (qc) results as correct. Siemens headquarters support center (hsc) is reviewing the data provided by the customer. The cause for the discordant false positive txp sample result is not yet known. Siemens is investigating the issue.

Event description:
Two discordant, false positive toxoplasma igg (txp) lot 502 results were obtained on a single patient using immulite 2000. The initial result was not reported to the physician(s). The sample was repeated positive for txp using the same reagent lot and instrument. The sample was sent to another laboratory to be repeated using an alternate non-siemens method. The customer is expected to report the repeat results from the non-siemens method to the physician(s). An additional repeat result was negative with immulite 2000 - txp lot 503 and was considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive txp result.

Manufacturer narrative:
The initial MDR 2432235-2019-00466 was filed on 23-dec-2019. Additional information (22-jan-2020): siemens headquarters support center (hsc) reviewed the information provided by the customer. Hsc reviewed customer's adjustment and quality control (qc) data produced with txp lot 502 and found them acceptable. Hsc reviewed siemens analytics service (sas) data with qc data recovered for both txp lot 502 and lot 448. The customer verified the system and assay performance by testing 3 additional patient samples for txp and comparing the results with those from an alternate laboratory. The calculated specificity from the customer data for txp lot 502 is 97.6%. The specificity results from 3 studies presented in the immulite 1000 toxoplasma quantitative igg information for use (IFU) claim 95% confidence limits ranging from 94.2% - 100%. A search of siemens database search revealed no similar issues with immulite 2000 xpi toxoplasma quantitative igg kit lot 502. Based on the available information, hsc found immulite 2000 xpi toxoplasma quantitative igg kit lot 502 to be performing as intended. The instrument is performing within specification. No further evaluation of the device is required. Section(s) h6 and h10 were updated to reflect the additional information. MDR 2432235-2019-00467-s1 and MDR 2432235-2019-00468-s1 were filed for the same event.